Event description:
It was reported that the patient presented one day post-implant with the high pacing impedance exhibited by the right atrial lead. A chest x-ray showed that the lead was dislodged. The patient was scheduled for replacement and the lead was explanted. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and high pacing impedance. As received, a complete lead was returned in one piece with the helix retracted and clogged tissue. After the lead was cleaned and torque was applied directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fracture or internal shorts.